Event description:
The customer reported that the image directory keeps coming up black. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The backplane was adjusted from 5v to 5.20v. The system was tested and found to be working as intended and returned to svc.